Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Excessive vault and angle closure with elevated intraocular pressure was observed post icl implantation. The lens was explanted on the same date as implantation but in a different surgery. On (B)(6) 2021 a replacement lens of shorter length was implanted and the problem resolved. Cause of event was reported to be the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: per updated information: burping of the wound was performed to release the pressure. Claim#: (B)(4).